Event description:
The customer reported to olympus, the mouth of the evis exera iii gastrointestinal videoscope air channel had an air/water flow issue. The issue was detected during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to an unknown solid material clogging the nozzle, without detrimental deformation of the hose of the nozzle. The foreign material could not be removed. The bending section cover was pierced and leaking. The bending section cover glue was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Although the foreign matter was a fixed substance, it was not possible to identify the foreign matter. The event most likely occurred due to insufficient reprocessing. The event can be detected/prevented by following the instructions for use which state the following: 1) "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 2) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure." Olympus will continue to monitor field performance for this device.